Manufacturer narrative:
Device error 35 alarm noted in the device history and critical pump error due to moisture damage on the electronic assembly. Unable to verify button keypad anomaly and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 110 mg/dl at the time of incident. Customer's parent stated that the insulin pump buttons were unresponsive. Customer's parent reported that the insulin pump was exposed to a change in altitude. Customer 's parent reported that removing and reinserting the battery cap did not resolve the keypad issue and the buttons remained unresponsive. The customer's parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.